Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and no parts were replaced. The system then passed the system checkout and was found to be fully functional. The software investigation was unable to determine probable cause without further information since the behavior could not be replicated following passing work order. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. The issue occurred intraoperatively during the navigate task and delayed the surgery by 5 minutes. It was reported that the site had issues with instruments intermittently tracking. Additionally, the screen changed on its own at one point. The medtronic representative (mr) was on site the next day and was unable to replicate any instrument tracking issues. The mr notified the site of the ability of the tracker to advance and step back in the software by clicking the arrows on the tracker. The surgery was completed with navigation and there was no impact on patient outcome.